Manufacturer narrative:
The device was returned to olympus for inspection, and the reported failure was not confirmed. Based on the results of the investigation, it is likely the following led to the malfunction, the most probable root cause of the malfunction was not established as device not returned. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported blurry image during an unspecified procedure involving a gastrointestinal videoscope. The event occurred during reprocessing. There was no patient involvement reported.